Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Description/event details: I would like to inform you of a problem I encountered when using a 50 ml luer-lock syringe, reference 300865. The edl arrived in the room; she noticed water around the sap. After checking the sap and the syringe, a plunger leakage was detected. Has there been any negative impact or consequences for the patient/user? No.

Event description:
Description/event details: I would like to inform you of a problem I encountered when using a 50 ml luer-lock syringe, reference (B)(4). The edl arrived in the room; she noticed water around the sap. After checking the sap and the syringe, a plunger leakage was detected.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.